Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician had the needle from the glidesheath slender kit in the radial artery for access. When he tried to advance the stainless-steel wire, he noticed it was not able to go through smoothly. There was no patient injury/medical or surgical intervention required. The patient was reported to be in normal condition and the procedure outcome was successful. Additional information was received on 20jan2021. The procedure was a left heart catheterization. There was no noticeable damage to the needle or wire reported. A new device was pulled to complete the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual sample.